Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) failed to deploy. Another heartstring was opened to successfully complete the procedure with no delay. There was no significant blood loss, no additional transfusions needed, and no patient injury.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 02/06/2024. An investigation was conducted on 02/07/2024. A visual inspection was conducted. Signs of clinical use and no evidence of blood were observed on the device. The delivery device was returned inside the loading device. He blue slide lock of the delivery device was on and the white plunger was not depressed. An attempt was made to load the seal into the delivery device. Difficulty was noted during step 2 when pushing the delivery device. The seal and tension spring assembly remained in the the loading device when step 4 was attempted. The seal and tension spring assembly were removed from the loading device with no physical or visual difficulties. There were no cracks or delamination observed on the seal. Measurements of the delivery device were taken; the inner diameter was measured at 0.195 inches, the outer diameter was measured at 0.217 inches. The length of the delivery tube was measured at 2.5 inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device, the reported failure "activation problem" was not confirmed, however the analyzed failure "fitting problem", was confirmed. The lot # 3000348530 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.